Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient, the device inappropriately displayed a "release button" message. Complainant indicated that the device was turned off. Then on and successfully completed cardioversion. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.